Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m62 implantable tachy lead 2013 (B)(6); 459888 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that shortly after implant, the patient developed a pocket infection which involved a 2 mm area on the left edge of the pocket. The wound edge was excised and re-sutured and the patient placed on oral antibiotics. The implantable cardiac defibrillator (ICD) and leads remain in use. The patient is enrolled in the attain (B)(6) clinical study. No further patient complications have been reported as a result of this event.